Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 09/27/2024. On 10/03/2024, the patient's spouse reported that on (B)(6) 2024, the patient experienced a cgm accuracy issue which occurred the day after sensor insertion into the abdomen. On 09/28/2024, it was reported that the patient was experiencing inaccurate cgm readings, although no specific cgm/bg meter comparison values were reported. The patient continued to wear the same sensor. The following day, on (B)(6) 2024, the patient was driving when his wife noticed he was ¿clammy¿ and was unable to talk. The patient pulled over to the side of the road, near a small store. The patient¿s cgm was reading 70 mg/dl at this time. No bg meter comparison value was taken. The patient then self-treated with gatorade and candy. Despite treatment, the patient started seizing and the store owner called 911. While seizing, the patient bit his tongue and his ¿back went out¿. Emergency medical services (ems) and police arrived and the patient was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading 86 mg/dl, and the bg meter was reading 42 mg/dl. The patient was treated with IV ¿sugar¿. The patient was discharged on (B)(6) 2024. At discharge, the patient¿s cgm was reading 177 mg/dl, and the bg meter was reading 124 mg/dl. At the time of report, the patient¿s tongue was still swollen. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was available for investigation. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation cannot be performed. No additional patient or event information is available.